Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI: (B)(4).

Event description:
It was reported the patient is experiencing an increased recharge burden. Approximately six months ago the patient began needing to recharge the ipg on a daily basis and the recharging does not last an entire day. A replacement charging system did not resolve the issue. The patient underwent surgical intervention on (B)(6) 2016 where the ipg was removed and replaced. Therapy was restored and issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.